Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving morphine (concentration 8 mg/ml, dose 4 mg/day) via an implantable pump for non-malignant pain and radicular pain syndrome(radiculopathies). The event date was 2016. The actual residual volume (~6ml) was greater than the expected residual volume (~1.4ml). During the last 2 refills, the volumes were off by approximately the same amount ¿calculated ~12% difference. It was reviewed that the volume discrepancies were in-specification however it could still be indicative of an issue and the most likely cause is catheter restriction. The health care professional (hcp) stated he was planning to do a revision on (B)(6) 2017 and likely replace the whole system but also commented during the call and suggested he might reconsider. The hcp also stated that he had turned down the dose to 1 mg/day to extend the refill date to next week. It was pointed out that since the actual volume is ~6mls, he could program that back in and leave the dose if he wanted to do so. Catheter access port aspiration was reviewed. There were no symptoms reported, the hcp suggested that he was surprised that the patient was not having any symptoms. Additional information received from the health care professional indicated that there was no further troubleshooting done, the patient was scheduled for a catheter exploration and/or revision. The cause of volume discrepancies was not determined and the volume discrepancies would be resolved soon as patient would be going to the operating room on the following week